Event description:
It was reported that a patient presented in-clinic for a device explant procedure. Prior examination of the patient's implantable cardioverter defibrillator( ICD) revealed premature battery depletion, and had reach elective replacement indicator prematurely. The ICD was explanted and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of the premature battery depletion could not be determined.